Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, that the device exhibited a blockage alarm. The fault occurred, during infusion. There was known, patient involvement. And no patient harm/adverse event reported.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. As a result of checking the log, it confirmed that there was a record of the high-pressure alarm occurring during pump use. Visual and functional testing was performed but the customer's problem was not duplicated. The pump's downstream occlusion sensor was within specification. There was no device problem found. No further action was taken.